Event description:
A customer reported via phone call indicating that their insulin pump had display and battery issues. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that there was a blank display on their insulin pump. The customer was transferred to the help line for further assistance. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.